Event description:
User left a review comment on the (B)(6) website on (B)(6) 2022 that her sister who as confirmed positive a few days ago, but the test came back as negative. Importer comments: even though it is unknown that whether 'positive' is from pcr result or from other brand test kit, this complaint can be a suspected false negative result and due to the system functionality to not allow seller can leave the comments on the website, it is not able for us to follow up to collect addtional information, such as product information (lot #, expiration date ect) and any evidence of pcr result to prove false result etc following by reporter's consent.this report links to (B)(4). (Initial reporter is same).